Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for insulin pump damage and had low blood glucose. Blood glucose was 42 mg/dl. Customer reported that during changing out the insulin pump reservoir and the locking mechanism shattered and ring popped off. Customer reported that the reservoir is unable to lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o ring. Device received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay texture damaged.